Event description:
The customer reported the ventilator alarmed low pressure while in use on a patient. The respiratory therapist (rt) reported the patient's o2 saturation dropped and there was no chest movement. The rt reported that the ventilator was only delivering half the set tidal volume. The director of qa/risk management reported further from the incident report: at 1500 patient's bath was started, with patient stable and o2 saturation 96%. Upon turning pt side to side during bath, o2 saturation decreased to 75% and went as low as 45%. Ventilator fio2 was increased to 100% and peep 10cmh2o. O2 saturation did not increase so pt was removed from ventilator and manually bagged at 100%, peep 10cmh2o. O2 saturation increased to 99%. Patient was placed back on ventilator and saturation decreased to 89-91%. Md was notified, and abg and cxr ordered. Patient breath sounds were minimal. Ventilator was checked and reported half the set tidal volume was being delivered. Pt was removed from ventilator and manually bagged. Ventilator was replaced and patient's o2 saturation was at 95% on 45% fio2. Patient suffered no permanent harm or impairment. The respironics service technician was unable to duplicate the customer reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.